Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: stent implanted in an unintended site. It was reported that a promus stent was used in conjunction with a guideliner mother and child device. The stent advanced beyond the guideliner; however, it did not cross the lesion. During removal of the sds through the guideliner, the stent was dislodged from the balloon. The promus stent was post dilated and remained in the pt in an unintended site. Another device was used to complete the procedure. No ill effects were reported for the pt. The hospital has had previous experience with a guideliner and so they do not think that the problem in this procedure was the promus but may have been the guideliner. Although requested, no add'l info is available.

Manufacturer narrative:
(B) (4). Eval summary: product performance engineering reviewed the incident info. The inability to cross a lesion can be affected by numerous factors including, but no limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support; and is typically not associated with a product quality deficiency. Based on the info received with the complaint, the inability to cross appears to be related to the very tortuous, heavily calcified lesion. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion and/or accessory devices. To help ensure that the reported stent dislodgement is not the result of a manufacturing deficiency, all stent delivery system (sds) are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The product was not returned and may have aided in the evaluation. However, there was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. If multiple attempts to cross the lesion were made, it is possible that interaction between the stent and the highly calcified lesion affected the stent attachment. In this case, it is likely that interaction with the guideliner accessory device and/or highly calcified lesion contributed to the reported stent dislodgement, which resulted in a foreign body in the pt. In this case, the reported difficulties appear to be related to the operational context of the product and not a product quality deficiency.